Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit is alarming helium loss. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse arrived on site and exercised the unit on a test catheter & patient simulator without issue. The fse observed that the service logs did record two "iab catheter restriction" alarms. Both the console and the cart passed the helium leak test. The pim module, drive manifold and fill manifold leak tests all passed. The fse was unable to duplicate any issue or failure with the iabp. The fse completed a preventive maintenance performed with full calibration, functional testing and electrical safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.